Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. The device was repaired under field correction order, it was noted that the power management printed circuit board assembly was replaced.